Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced two lithium ion batteries. The fse also replaced the expired 9 volt battery according to date. The iabp unit passed all functional and electrical safety tests; was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown. It is unknown under which circumstances this event occurred. However, there was no patient involvement and no adverse event was reported.